Event description:
It was reported to medtronic minimed that the customer reported scratches to the insulin pump, battery failed alarm, and received insulin flow block alarm. The customer was also requested for battery cap replacement. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-332a, mmt-242a. Troubleshooting was not performed for insulin flow blocked alarm as the customer was reporting past event. Troubleshooting was not performed for cosmetic damage, battery failed alarm and battery cap allegations. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. No product return is required for mmt-332a. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump successfully downloaded traces and history file using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery alarm noted during testing or in the pump trace download. No unexpected insulin flow blocked alarms noted during testing or in the pump history. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and missing display window cover. Customer allegation for failed battery alarm not confirmed during testing or in the power management graph. Alleged insulin flow block alarms not confirmed during testing. Alleged cosmetic damage confirmed where scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and missing display window cover was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.